Event description:
Customer reported he was experiencing low blood glucose around 20 mg/dl. Customer stated the paramedics were called out and he was treated at home with a manual injection. Customer was not admitted. Customer reported he over bloused for carbohydrates. Customer was unable to troubleshoot customer was at work. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.